Event description:
On (B)(6) 2011, the pt's daughter reported insulin leaked at the infusion set tubing to headset connection. She stated an audible click is heard when connecting the tubing to the headset. No physiological effect were reported. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.